Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that patient developed a blister on the skin over the site where the ar-1360c-cp had been implanted during a (B)(6) 2015 surgery. On (B)(6) 2015 the surgeon performed an I&d of medial patella femoral ligament. There was a toothpaste like substance that came from the anchor site. It was removed and flushed with normal saline. The repair appeared to still be intact but there was some widening of the hole in the patella at the sight of implantation. The deep implant (6mm x 23mm screw) in the femur was not removed. No implants were explanted during the procedure. Cultures were taken and results were negative. Bone quality was good.